Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had rising shock lead impedances over the last year. The patient came in to have a commanded shock and due to an out-of-range shock impedances, the device declared a code 1005, which indicates an open circuit when detected during shock delivery. Technical services recommended replacement of the lead system. At this time, the device and right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.